Event description:
It was reported that a home patient (hp) experienced therapy issues with a homechoice(hc) cycler (details not provided). There was no patient injury, medical intervention, or adverse reaction indicated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and evaluated. The event history log review indicated several alarms, but as the reported event was unknown the problem could not be confirmed though the logs. No abnormalities were identified during visual inspection. An alarm was unable to be duplicated during functional testing. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history records showed that the device had been reconditioned since its original manufacture date. Further review of the device history logs was not required. The reported problem was unable to be confirmed during sample analysis. Should additional relevant information become available, a supplemental report will be submitted.